Manufacturer narrative:
Psm1 was returned to isi and evaluated by failure analysis (fa). The psm failed an in-house weighted drop test for axis-2. The psm was repaired by replacing axis-2. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. The system logs revealed multiple error 23022 faults pointing to psm1, axis 2. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to abort the planned da vinci si surgical procedure after encountering a recoverable error message pointing to psm1.

Event description:
It was reported that prior to starting a da vinci si cholecystectomy procedure, the surgical staff encountered a recoverable fault on patient side manipulator 1 (psm1) and the surgeon made the decision to abort the planned surgical procedure. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. No patient harm, adverse outcome, or injury was reported. The initial reporter indicated that an attempt by the surgical staff to recover from the fault was unsuccessful. The surgical staff reportedly did not contact an intuitive surgical inc. (Isi) technical support engineer (tse) for assistance before the planned surgical procedure was aborted post anesthesia and port placement. After the patient was removed from the operative room (or), the surgical staff cycle powered the system. After the system was powered back on and homed, the system faulted with error 23022 on psm1. An error 23022 signifies a brake test error on the psm. The following day, an isi field service engineer (fse) performed a field evaluation at the site. The fse resolved the error 23022 message issue by replacing psm1. The fse then tested the system and verified that the system was ready for use.